Event description:
It was reported the patient felt their pump was not working properly since it was replaced a couple of months ago. No specific symptoms were reported. A dye study was done which was normal. A rotor study was also normal. The hcp was unable to aspirate the catheter. The patient was scheduled for a catheter revision the following week. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
Results code used for catheter.